Event description:
A customer reported that the touchscreen on their device occasionally froze. There was no adverse impact to the customer¿s blood glucose level. The customer declined to follow up, and no further actions were taken by technical support.